Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. The initial report from the facility indicated that the valve had been in use for 2 days when the crack was discovered on the huber plus that was used in conjunction with the b braun caresite valve. Per the instructions for use (IFU) for the reported caresite valve,"the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hrs." Since the actual component that cracked was not a b braun manufactured device, no specific conclusions can be made regarding the cause of the reported event. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: staff using the caresite indicated they have an issue when using the caresite in conjunction with the portacath and the huber plus from bard. They have found the hub from the huber plus was cracked and therefore they had to re-site with a new huber plus needle. This was discovered on the second day of a chemo infusion. The chemo drug used was 5fu. The staff indicated that this never occurred with the previous smart site.